Event description:
The pt reported having erratic blood glucose levels from 52 mg/dl to 565 mg/dl. The pt stated that when his blood sugar is low he takes glucose gel because he feels lightheaded, sweaty and disoriented. When his blood glucose is elevated he will administer a bolus to help bring his blood glucose down. The pt stated that he prefers his blood glucose to be between 60-150 mg/dl. During troubleshooting, the infusion device was operating properly but it was discovered that the pt was using his infusion sets longer than recommended. The pt was educated on the length of time an infusion set should be used. The pt switched to his back up, but no significant change took place with his blood glucose levels and he was advised to let his doctor know about his blood glucose levels and he stated that he has a doctors appointment scheduled. The pt stated that he is going to use his new infusion device. The pt did not report assistance by a healthcare professional or second party to address the issue. Product has been requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.